Event description:
It was reported that a user experienced hypoglycemia while using the ilet and contacted support for guidance; the user reported a low of 45 mg/dl overnight and a current glucose of 84 mg/dl after treating with oral glucose sources and sought clarification on programming instructions and potential target range adjustments. Symptoms included hypoglycemia. Outcomes included recovery to normal glucose after treatment and no alarms reported. Investigation included complaint intake, troubleshooting, and education on hypoglycemia recognition and treatment. Investigation of this case revealed no device alarms or malfunctions reported and no device component issue identified, with the event attributed to hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.